Manufacturer narrative:
Device analysis: fluid loss and a hole/perforation were reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. Fluid loss and a hole/perforation were not confirmed. Based on a review of the reported complaint event, product records, and returned product analysis the conclusion code for this complaint is identified as no problem detected based on the fact that the reported device complaint cannot be confirmed. Based on the results of this investigation no escalation is required. Model number: 72404013, lot number: 713988005, model description: cxr 16cm. Model number: 72401110, lot number: 716087002, model description: pump cxm.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a reservoir puncture. A new 18cm x 12mm ipp with 65ml reservoir was implanted. It was further reported that there was fluid loss from the puncture in the reservoir beginning two weeks prior to surgery.

Manufacturer narrative:
Medical device: model number: 72404013, lot number: 713988005, model description: cxr 16cm. Model number: 72401110, lot number: 716087002, model description: pump cxm.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a reservoir puncture. A new 18cm x 12mm ipp with 65ml reservoir was implanted. It was further reported that there was fluid loss from the puncture in the reservoir beginning two weeks prior to surgery.